Event description:
Patient was implanted with vectra plate and screw construct on (B)(6) 2012. Post-operative x-rays taken on an unknown date showed that the top screw had backed out. Patient did not present pain. No revision surgery has been planned at this time. This is 1 of 2 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.